Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer was assisted connect transmitter and blood glucose meter to pump after pump was turned off during the night due to the battery running out. Customer's blood glucose was high at 28.7 mmol/l, but customer was treated with pump and was feeling better. Pump was not returned for analysis.